Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that a replacement pump would be sent due to an issue with the update, and instructions were provided for returning the problematic pump. Customer acknowledged receipt of instructions and agreed to put pump into storage mode before returning it.